Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, when the plunger was pulled out, the sutures were not retrieved. Three add'l proglides were used with the same results. Hemostasis was achieved using a fourth proglide device. There was no reported adverse pt sequela. Though requested, add'l info was not provided.

Manufacturer narrative:
(B)(4). The two perclose proglide (part # 12673-03, lot # unk) devices indicated are being filed under separate medwatch MFR numbers. The customer reported the device was discarded. A review of the device lot history record could not be performed as the lot number was not provided.